Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator (eri) via transtelephonic monitoring. Measured battery data in 2008 was 2.74 v, 19 ua, 2.9 kohms with an estimated remaining longevity of 1.5 - 2.25 years.

Manufacturer narrative:
Na